Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested for elecsys ferritin (ferr) on a cobas 6000 e 601 module (e601). The customer provided data for four patient samples that had erroneous ferr results. The erroneous results were not reported outside of the laboratory. The first sample initially resulted as < 0.5 ng/ml and repeated as 40 ng/ml. The second sample initially resulted as < 0.5 ng/ml and repeated as 145.5 ng/ml. The third sample initially resulted as < 0.5 ng/ml and repeated as 254 ng/ml. The fourth sample initially resulted as < 0.5 ng/ml and repeated as 75 ng/ml. No adverse events were alleged to have occurred with the patients. The ferr reagent lot number was 296701. The reagent expiration date was asked for, but not provided. Calibration and controls were ok. The reagent cassette was changed, but the issue still occurred.

Manufacturer narrative:
The customer provided data for a total of 111 additional patient samples. Of these, 9 had erroneous ferr results. Refer to the attachment for all patient data. It was asked, but it is not known if data for some of these additional samples are duplicates of data from the four samples initially reported. It was asked, but it is not known if any erroneous results from these additional samples were reported outside of the laboratory. It was asked, but it is not known if any of these patients were adversely affected. No adverse events were alleged to have occurred with these patients. (B)(4).

Manufacturer narrative:
The customer stated that they have received a questionable result for an additional patient sample. No further details were provided.

Manufacturer narrative:
Available calibration data from february 2018 and march 2018 were reviewed. Calibration signals were lower than expected and a difference between analyzers was visible. Quality control data from february 2018 and march 2018 was within range. Based on calibration and control data, there was no indication of a reagent issue. The customer stated that other assays performed well on the instrument and that there was no foam or bubbles present on reagent surfaces. The field service engineer adjusted the sample probe and liquid level detection voltage. The engineer ran performance testing and this was within specifications. The issue did not return after these actions. The investigation was unable to find a definitive root cause.